Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements. Upon review, it was noted that the shock impedance at defibrillation threshold (dft) test implant was 75 ohms. Troubleshooting options were discussed and recommended. An x-ray was performed and it was observed that the electrode was moved. Then, a dft test was made and the s-ICD failed in terminating ventricular fibrillation (vf). Subsequently, a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.